Event description:
It was reported that the patient presented for an implant procedure. During the procedure, once inside the patient's body, the leadless pacemaker could not be docked into the delivery catheter. The device was retrieved and a transvenous pacemaker was implanted. The patient condition was stable.

Manufacturer narrative:
Reported event of docking issue was not confirmed. Visual inspection of the device found the outer helix to be out of specification. This is consistent with procedure damage. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.